Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of an endoscopic submucosal dissection, while using the electrosurgical knife, strong sparking occurred. It was suspected that there was an electric leakage. The procedure was prolonged by greater than 30 minutes and then completed using a backup device. There were no reports of further patient harm.